Event description:
It was reported the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The pod reportedly alerted an occlusion alarm during wear. Pod was successfully replaced. The device was returned and investigated. Investigation found a tear in the pod's cannula.

Manufacturer narrative:
The device was received fully deployed. The pod data generated an 0xff code indicating that no alarms were generated. The investigation found no defects or deficiencies that would signal a hazard alarm. The device was received with a tear in the exposed portion of the soft canula. Fluid was observed to be leaking from the tear. The investigation was unable to determine the cause or timing of the observed damage. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.